Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. The customer reloaded the cartridge into the pump and resumed insulin delivery. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose.